Manufacturer narrative:
The microtip was returned to the manufacturer for evaluation. Reported failure, needle broke off, was verified. The needle was returned with the microtip assembly. Functional testing could not be conducted due to the needle being broken off of the device. Disassembly evaluation found that the hypodermic needle had fractured at the braze joint seam with a portion of the needle remaining joined inside of the brazed horn. This is the highest stress point along the length of the needle. No indication of severe side loading was found; however pitting and demarcations at the distal end of the hypodermic needle indicate significant contact with the case nose assembly sheath. The contact is consistent with normal use; however, extent of demarcation along the needle indicates an aggressive technique. This failure mode is a known risk of the device and is covered under the hazard analysis. Per the information reported, there was no injury or complication to the patient caused by the failure. The device did cause/ contribute to the event.

Event description:
Per the information provided, at 2:49 minutes of cutting time, the probe came apart. The doctor was using medium cutting power and high aspiration when the failure occurred. The needle broke and stayed in the patient, sticking out. To remove the needle, the doctor pulled it out and checked the area with ultrasound. No remnants of the device were found in the patient's body.